Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 461 mg/dl. Customer was unable to get her blood glucose under control. Customer used manual injections but still ended up calling the paramedics. Customer was wearing the 511 pump at the time of admission. Customer is currently still wearing the 511 pump and having high blood glucose. Customer was advised that she might not be priming before switching back and forth between pumps. Customer mentioned that when she got home, she had a low blood glucose level and was wearing the old pump at the time. In a previous call, the customer's blood glucose went up from 260 to 600 mg/dl. Customer stated that she just ate lunch and had more food than expected. Customer's current blood glucose is 590 mg/dl. Customer treated manually with 2 units through a syringe and 2 more units with her old pump. Customer stated that she changed the infusion set, pump, and rotated sites. Customer's blood glucose is high at over 600 mg/dl.